Event description:
It was reported, the patient presented with inflammation at the pocket site post gall bladder removal. It was noted, the incision was slightly red, the pump appeared to be sitting oblique in the pocket, and there was redness at the pocket site. It was reported, the decision was made to revise the pocket site to avoid erosion of the pump through the skin. The pocket was opened and showed no signs of infection. It was also reported, the pocket was undermined superior to the initial pocket site and the pump was placed. The healthcare provider (hcp) excised approximately a 1x4 inch section of initial impacted by inflammation. The patient¿s status at the time of this report was ¿alive-no injury.¿ the pump was being used to deliver morphine and bupivacaine. It was further reported the patient left without complaints with an ice pack on his covered incision. It was noted effective therapy had never been an issue.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2004 (B)(6); product type catheter. (B)(4).